Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1700361 was manufactured on 03/14/2017 a total of 288 pieces. Lot was released on 03/24/2017. DHR investigation did not show issues related to complaint. The customer returned one unit of 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there was no clip in the first position. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. There was no clip fired on the first attempt. The remaining clips were able to properly load into the jaws of the device and were successfully attached to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It could not be determined why there was no clip in the first position. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was not confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Visual examination revealed that there was no clip in the first position. Upon functional inspection, all remaining clips were able to properly load into the jaws and were successfully attached to over-stressed surgical tubing. No damages were found to the device. It could not be determined why there was no clip in the first position. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since it could not be determined why there was no clip in the first position, the root cause of this complaint is undetermined.

Event description:
It was reported that during a gastrotomy, clip slippage was observed.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gastrotomy, clip slippage was observed.